Event description:
It was reported that the pt has not had any access to sound for the past two years. Info was received that the pt fell down the stairs in (B)(6) 2010.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.